Manufacturer narrative:
A visual examination of the returned device revealed the teflon pad had an indention and charred areas. The device was then attached to a generator and the device failed to activate and an error code 5 was emitted. A microscopic inspection of the scalpel rod revealed a crack in the blade as well as numerous gouges. It was determined that this damage caused the error code to be displayed. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. Based off of the observed damage it was determined that the most likely root cause is that the scalpel came in contact with a hard object, such as a staple or surgical clip, during clinical use. Ascent's instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a gastric bypass procedure the ultrasonic scalpel "would no longer cut" and laparoscopic scissors were used to complete the procedure. No patient injury was reported.